Event description:
The patient experienced a loss of therapeutic effect and no stimulation sensation. It was noted that she found the optimal setting about 6 months after implant and had left it at that setting ever since. Initially, the patient could not adjust stimulation with the programmer but this was resolved with new batteries. Her stimulation was increased from 1.7 to 1.75 volts. The patient met with her physician and the company representative for the event. It was noted that one of her "sensors" was dead, but she was successfully reprogrammed using another program. The device was successfully reprogrammed around the dead "sensor" and was no longer having problems with her device.

Manufacturer narrative:
(B)(4).